Manufacturer narrative:
The device was evaluated by the manufacturer and the complaint was confirmed. Based on the quality inspection, various internal components were worn and corroded. The suggested parts were replaced.

Event description:
It was reported that prior to a procedure during testing, the device fell apart into three different pieces. This happened prior to a procedure, so there was no patient involvement and no adverse consequences were alleged with this event.